Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the blackout image was due to a failure of the video connector internal circuit board. The probable causes of the failed video connector internal circuit board include: considering that the object part of the device had no the repair history over five years, the electronic parts including ic were damaged due to age-related deterioration like repeated energization stress. By connecting and disconnecting the video connector while the power of the video system center was on, overcurrent have temporarily flowed. Or the video connector temporarily short-circuited by connecting to the video system center with water adhered to the electric contact of the video connector. Static electricity was produced to the electric contacts of the video connector. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the device turned off about three times during the procedure. The device was powered back on and the procedure was completed. There was some delay to the procedure, as the device has to be restarted. There was no patient harm or consequence reported as a result of the event.

Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope exhibited a black screen with no image when connected to an otv-s190 system. The event occurred during a therapeutic laparoscopic procedure. The customer reported that when the power of the otv-s190 was turned on, the image returned to normal and this problem occurred couple of times in the past, and each time it was recovered by turning the power off and on again. It was reported that the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6) ((B)(6) 2022 event) and patient identifier (B)(6) (otv-s190 system).

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope displayed black screen. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.